Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.